Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 64 mg/dl, 114 mg/dl, 404 mg/dl and 83 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.